Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic splenectomy, the stapler was unable to fire while being applied on severed splenic artery. The surgeon was able to press the green button and squeeze the handle. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, new device was used to complete the case.